Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated her tampon pledget came apart upon removal and pieces remained inside her.